Event description:
On 01/20/1999, the international distributor informed the MFR's rep that a customer in his territory experienced a problem with this product; however, he did not have all the details (ie, pt ID, event date, description of event etc.) Available at the time of the report. He stated that he would forward the info as soon as it was obtained. No further details were provided at this time.